Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window, cracked belt clip slot, and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was asleep. The customer was unable to clear the alarm. The keypad on the insulin pump was unresponsive. The insulin pump may have been exposed to sweat. Customer's blood glucose level was 194 mg/dl. He treated his blood glucose with a manual syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.